Event description:
Information received indicated that when the brakes were activated the brake casters did hold but would still swivel.

Manufacturer narrative:
The hill-rom technician found the casters were worn. He replaced the casters to resolve the issue.